Event description:
According to the available information the sling was not anchoring as needed during the implant. The sling was removed and replaced with a different sling.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. B3: estimated date.

Manufacturer narrative:
An altis sling and two introducers were received for evaluation. Examination of the sling revealed the static anchor attached to the mesh. Microscopic examination of the static anchor revealed the tines to be bent outward, indicating the anchor had been implanted and removed. Microscopic examination of the mesh where the dynamic suture was attached confirmed the welded area of the suture. The dynamic suture, anchor and tensioner were not received. Blood residue was noted on the mesh. No functional abnormalities were noted with either introducer. Based on examination of the returned product the dynamic suture detached from the mesh while trying to implant. As the dynamic anchor was not received, it was concluded that the detachment of the dynamic suture most likely occurred during the tensioning part of the procedure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information the sling was not anchoring as needed during the implant. The sling was removed and replaced with a different sling.